Event description:
It was reported that dislodgement was observed on the right atrial (ra) lead during an in-clinic wound check. No adverse health consequences; the patient is stable. The patient will be scheduled for ra lead repositioning.

Event description:
New information received indicated that increased in capture threshold was noted on the right atrial (ra) lead and chest x-ray showed lead dislodged. Lead repositioning was attempted but the physician was not able to easily extend and retract the helix nor place the lead in an optimal spot due to debris on the lead tip. The ra lead was extracted, and a new ra lead was implanted. The patient was in stable condition.